Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the ht70 ventilator a (B)(6) patient died on account of going into cardiac arrest. A doctor was dispatched to aid the patient, but was unable to assist, so the patient was brought to the hospital to confirm the death. A distributor looked at the ventilator and saw that the ventilator was displaying a system error, generating an alarm, and had seized ventilation. At this time, it is unknown what made the ventilator seize or the cause of death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The newport ht70 ventilator was returned to medtronic for evaluation. The logs were exported from the ventilator and the event history did not show a power down event after (B)(6) 2017. Both a system error and exception device alert were issued at 7:24. Before the system error occurred, there were several alarms that were issued, including "low pressure" and "check circuit." The unit was allowed to ventilate from 2:07 pm on (B)(6) 2017 to 10:28 am on (B)(6) 2017. Throughout the duration of ventilation, no errors or alarms were observed. No fault was found with the unit.